Event description:
It was reported that during an infusion in the nicu (medication, rate, and delivery parameters unk), a device alarmed upstream occlusion. It was also reported that there was no patient injury.

Manufacturer narrative:
MFR reference number:(B)(4). The device was received and evaluated by baxter. Engineering eval of this unit found cracks in pins 34-40 of the upstream sensor assembly, which can cause the upstream occlusion alarms. The effected upstream sensor was replaced.